Event description:
It was reported the patient experienced hyperglycemia symptoms like feeling dizzy, throwing up, headache and sweating and was brought to hospital and hospitalized due to elevated ketones and ketoacidosis. In hospital the patient received the following results within 15 minutes: 150 mg/dl with the performa system and 595 mg/dl with a professional meter. According to the patient's mother they did not give the child enough doses of insulin as the readings with the performa meter were too low. The treatment the child received in hospital was not provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.